Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination of bacillus in the air and water supply pipe. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing and follow up with the customer is currently being performed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. Since the event is a bacterial detection, reproducibility cannot be confirmed. The results of the reprocessing procedure review showed, no deviations from the reprocessing procedure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be specified. Olympus will continue to monitor field performance for this device.